Event description:
Customer reported the c-arm alarms when plugged in. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and retapped the isolation transformer. System operates as intended.